Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with the cause described as unclear and no device alerts or alarms reported; troubleshooting and education were provided following outreach to obtain additional information. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included recovery without hospitalization or long-term impairment. Investigation included user interview and troubleshooting. Investigation of this case revealed no confirmed device malfunction and no identifiable device component issue, consistent with an event of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.